Manufacturer narrative:
(B)(4). Lot# provided is invalid 23f16k0615. The sales history was checked and there was no history for the product for this customer.

Event description:
The customer alleges that the sheath peeled back during insertion. There was no patient injury or consequence. Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The device history records were not reviewed as no valid lot number was provided by the customer. Therefore, the potential cause of the sheath peeling away could not be determined based upon the information provided and without the sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the sheath peeled back during insertion. There was no patient injury or consequence. Therapy was not delayed/interrupted.